Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the buttons on the insulin pump became unresponsive and that the screen will scroll without input. The blood glucose reading was 242 mg/dl. Nothing further was reported.